Manufacturer narrative:
The field service engineer checked the analyzer and found a small tear in the pinch tubing. The last calibration performed on 02-may-2019 was valid. The reporter stated that controls were within range on the day of the event. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with elecsys brahms pct on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted with a pct value of 0.69 ug/l. The sample was repeated twice, resulting with values of 16.06 ug/l and 15.41 ug/l. No adverse events were alleged to have occurred with the patient. The pct reagent lot number was 36148604, with an expiration date of 31-mar-2020.